Event description:
Adg needle disengaged from the syringe during a treatment causing material to leak on patient. There was patient contact, however no injury to patient involved. Event is being reported due to the possibility of injury should event recur.